Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's right ventricular lead was sensing noise. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.